Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02157. The following sections were updated: d8. The following sections were corrected: b2, b5, d1. D10 (d10) concomitant products: optetrak asy,cr cemented femoral, sz 2 (cat# 230-02-02 / serial# (B)(6)). H6: the revision reported was likely the result of prosthesis wear and osteolysis, which may have contributed to the tibial tray subsidence. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The tibial tray subsidence observed in the provided radiographs may have been the result of insufficient bony support for the implant, poor bone quality, under sizing the tibial tray, or any combination of these possibilities. The extent and root cause of the prosthesis wear and tibial subsidence could not be determined as the devices were not returned for evaluation, and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, after about six years later from a primary surgery, the patient who had total knee arthroplasty using cr slope + tibial inserts complained knee swelling and pain, the surgeon diagnosed the wear of the tibial inserts, then revision surgery for the replacement of the tibial inserts for both side were performed (right knee revision reported). Surgeon decided that all exactech¿s component was removed and competitor¿s revision device was implanted for both side. Polyethylene particles and proliferative (growth) tissues on the surgical field were resected by the surgeon appropriately. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is not available for evaluation. No other patient information/medical history reported.

Manufacturer narrative:
(D10) concomitant products: cemented finned tib. Tra sz 2f/1t (cat# 200-04-21 / serial# (B)(6) optetrak asy, cr cemented femoral, sz 2 (cat# 230-02-02 / serial# (B)(6). (H3): the revision reported was likely the result of prosthesis wear and osteolysis, which may have contributed to the tibial tray subsidence. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and images were not provided.

Event description:
As reported, after about six years later from a primary surgery, the patient who had total knee arthroplasty using cr slope + tibial inserts complained knee swelling and pain, the surgeon diagnosed the wear of the tibial inserts, then revision surgery for the replacement of the tibial inserts for both side were performed (right knee revision reported). Surgeon decided that all exactech¿s component was removed and competitor¿s revision device was implanted for both side. Polyethylene particles and proliferative (growth) tissues on the surgical field were resected by the surgeon appropriately. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is not available for evaluation. No other patient information/medical history reported. As of note: " the surgeon demands to know exactech¿s thought for below problems, and to obtain the report to describe thoughts". Concomitant products: - cemented finned tib. Tra sz 2f/1t (cat# 200-04-21 / serial# (B)(6) - optetrak asy, cr cemented femoral, sz 2 (cat# 230-02-02 / serial# (B)(6) ebi initial surgery. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k932690.